Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 8.493 mg/day) via an implantable infusion pump. It was reported that the patient's pump was flipping because the pump was only anchored with one suture. The pocket was revised and 4 sutures were used to anchor the new pump. The pump was replaced because it was nearing end of life, not due to any reported issues or malfunctions. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.